Event description:
A falsely elevated advia centaur xp ipth test result was obtained by the customer and considered discordant when compared to repeat dilution testing. There was no known report of patient treatment being altered or adverse health consequences due to the falsely elevated ipth test result.

Manufacturer narrative:
The cause for the falsely elevated advia centaur xp ipth results when compared to dilution test results is unknown. The patient's sample was tested in-house with the following results: date: (B)(6), discordant sample: (B)(6), results: replicate 1 >1900 (treated with scantibody heterophilic block tubes), >1900 (untreated), replicate 2 >1900 (treated with scantibody heterophilic block tubes), >1900 (untreated). Other test method pth results: discordant sample: (B)(6), results: replicate 1 112 pg/ml (untreated). The instruction for use (IFU) limitation section states the following: "heterophillic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed." No conclusion can be drawn.